Manufacturer narrative:
(B)(4) - a temporal relationship exists between ccpd therapy with the liberty cycler and the development of the abdominal hernia. As well as the association between the episode of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The pdrn stated the abdominal hernia developed after the initiation of ccpd therapy indicating probable association with the adverse event of abdominal hernia and the liberty cycler warranting corrective surgery. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the patient with end stage renal disease (esrd) on peritoneal dialysis (pd) therapy since (B)(6) 2016 during (B)(6) 2017 experienced swelling and abdominal pain and went to emergency room (ER) and was diagnosed with an abdominal hernia. The peritoneal dialysis registered nurse (pdrn) confirmed the hernia developed after pd initiation. During a follow up call to pdrn it was learned that the patient transitioned to continuous cyclic peritoneal dialysis (ccpd) on (B)(6) 2017. At some time after that the patient experienced a scrotal leak. The patient transitioned to in center hemodialysis (hd) and underwent an outpatient surgical procedure for abdominal hernia repair on (B)(6) 2017. As of (B)(6) 2017, it was reported by the peritoneal dialysis registered nurse (pdrn) that the patient has recovered and is continuing ccpd therapy without any further adverse events since the hernia repair surgery.